Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: an invalid lot # of 0206927941 was provided by the initial reporter. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: we have already used the needle below 2x and they had leakage.

Manufacturer narrative:
H6: investigation summary one photo of the topweb was received by our quality team for evaluation. There was no sample provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: we have already used the needle below 2x and they had leakage.